Event description:
It was reported that during the (B)(6) 2024 replacement procedure, x-ray imaging revealed the migration of one lead. As a result, both leads were explanted and replaced intraoperatively. It is unknown which lead migrated.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000048652. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.